Manufacturer narrative:
(B)(6). Investigation summary: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis. Investigation conclusion: bd was not able to confirm reproduce the incident in question. No samples / photos were received to analysis and determine the root cause for the incident. Root cause description: no samples / photos were received to analysis and determine the root cause for the incident. Rationale: CAPA is not required.

Event description:
It was reported that during use of a syringe 3ml w/snd the syringe was leaking when aspirating medicine.